Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty (cementoplasty was performed during procedure) at t12 due to spinal instability. Intra-op, the cement extravasation occurred. Patient symptoms or complications as a result of this event were unknown.